Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor freezing was unable to be confirmed. The system monitor (serial number: (B)(6) ) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 17 days (19jul2021 ¿ 05aug2021 per timestamp). There were no alarms active in the log file pertaining to the reported event. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer on 14jun2011. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench and replace controller alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 low speed alarms. They also had a few low voltage alarms. A review of the log file revealed 3 low speed advisories caused by motor stop command being given on (B)(6) 2021 at 0805. There was a yellow wrench/replace controller alarm caused by lcd fault latching on. The alarm cleared immediately. There was nothing wrong with the controller and did not need to be changed out. The low voltage advisories look to be caused by the patient running the batteries down below the low voltage advisory threshold; the batteries look to be lasting over 12 hours. Additional information revealed the system monitor screen was frozen so the motor stop command was tapped by mistake while trying to unfreeze the screen. The patient was stable.